Event description:
It was reported that whenever they used the button the probe would shock the doctor . This happened during surgery, and the doctor was shocked twice. The probe was swapped out, and surgery was completed successfully. No adverse consequences to the pt were reported.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.